Manufacturer narrative:
Submitted: 09-oct-2018. The pump has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked and the display dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition and a display issue. This report is made based on results of investigation completed on 28-sep-2018.